Event description:
It was reported that the patient was admitted to the hospital due to an unrelated device issue and chest pain. Upon device interrogation, the atrial lead exhibited intermittent noise. All lead measurements were normal. No intervention was reported. No further information was available.

Manufacturer narrative:
(B)(4).